Event description:
It was reported that the attempted right ventricular (rv) lead was not holding the stylet well. When the physician removed the lead, the helix was slightly deployed. The lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).